Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm a system error 322 through review of the device history log, but the alarm could not be reproduced during testing. The device was tested for 24 hours and no malfunction could be identified. The upper and lower aux will be replaced as they are both known contributors to system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322 in the micu care area. It was also reported that the nurse had to stop the infusion and get another pump so he can continue the infusion and there was no pt injury.